Event description:
Temporary pacing wires broke off post operatively and were replaced. The replacement wires broke off post operatively also. Both sets of pacing wires were from the same lot number and same manufacturer.